Event description:
It was reported that the during an unrelated procedure, the device got 'fried' during electrocautery. The device was later found to have reached elective replacement indicator (eri) prematurely. The device was explanted and replaced. Additionally, the right ventricular (rv) lead exhibited high impedance and thresholds. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.